Event description:
A zoll distributor returned electrode belt sn (B)(4) to report that the belt ecgs are non-functional.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem ( ECG's non-functional) has been confirmed. Upon investigation the electrode belt failed incoming functionality testing and the cable connecting ECG c and d was pulled out of strain relief. The brown (lead 1-) wire on the ECG c and d cable was open inside the distribution node (dn). The cause for the failure was isolated to the open wire. The root cause for the open wire was physical abuse. No adverse event resulted from the open wire.